Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's girlfriend that the monitor lights continue to blink and they weren't able to send a carelink transmission. No additional information was provided from follow-up. No patient complications were reported as a result of this event.